Event description:
It was reported by the customer that a pyxis medstation es system did not prompting the "due now" tab for weigh-based medication orders, preventing user from removing the required medications and causing delays. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the medication orders did not prompt on the due now tab. A technical support specialist found that the external order frequency code was not configured correctly on the server and configured to resolve the issue. The serial number, UDI and manufactures details kept blank since the given asset information found to be it infrastructure. A supplemental will be created if additional information received from the customer. The system functioned as intended after the technical support specialist troubleshooted the device.